Event description:
The customer reported the left monitor stopped working during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank, the x-ray tube, snubber boards, generator driver board, filament driver board, and the generator driver cable. System operates as intended.